Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead had high thresholds and was not capturing when checked during the procedure. The lead was disabled and not replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 lead, implanted (B)(6) 2004. (B)(4).